Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they noticed their pacemaker was rotated. Follow-up investigation revealed that at a prior post-op device check, it was noted that the device had moved within the pocket, but had not rotated. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.